Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2qrgg implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient reported they are having problems with leakage and wanted to know what to do. Patient feels stim sensation intermittently. Reviewed patient might consider increasing stimulation to see if this improve leakage. Redirect to doctor if issue persists. Patient stated their doctor told them to call manufacturer. Reviewed option to try a different program if amplitude increase does not resolve. Additional information was received on 10-03-2024 that the device malfunction was explanted

Manufacturer narrative:
H3 analysis of the returned implantable neurostimulator revealed that the (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.